Event description:
Drug/diluent: unk. Fill volume: unk, flow rate: 0.8 m/hr. Procedure: unk. Cathplace: unk. ((B)(4)). Anesthesiologist reported pump had a fast flow. Pump infused within 36 hours. (This is updated info received as of (B)(4) 2012.)

Manufacturer narrative:
Method: no sample will be returned for eval and investigation. Results: a DHR or process cannot be performed without a lot number. Conclusions: although three attempts to obtain add'l info have been made. I-flow will continue to attempt to reach the physician and/or sales rep to determine if add'l facts can be obtained. If add'l info pertinent to this event becomes available, I-flow wil submit a f/u report. Info from this incident has been included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.